Event description:
Device issue: balloon separation. Time of device issue: during the procedure. Adverse event: none. It was reported that after implanting an omnilink elite stent in a moderately calcified left subclavian artery, as the stent delivery system with the completely deflated balloon was being retracted into the 7f sheath, slight force was needed as resistance was felt. Subsequently, the balloon was torn off in the distal end of the sheath without intervention. The balloon and sheath were removed from the anatomy as one unit. There was no adverse pt effect. No add'l info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.